Event description:
It was reported that the zimmer dermatome was skipping and the grafts were uneven. Additional clinical follow up with the hospital indicated that there was harm to the pt due to additional donor graft that was harvested. It was reported that an alternate device was available for immediate use to complete the additional donor graft harvest. It was also reported that there was no intervention required due to extended surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 7 years old and has been returned for repair previously 3/25/2008. The inspection found that the device displayed multiple damaged components which could attribute to "skipping and uneven grafts." Leading edge of the unit had a large protruding dent and many nicks. The thickness control lever worked, but presented a metallic clicking sound when adjusted. Power switch on the unit was bent left. Motor ran within specifications; however, it was vibrating the entire hand piece. All the widpthplates were also damaged with nicks. The cause is most likely the user not maintaining the device per preventative maintenance and handling. This is a re-usable device subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.